Event description:
A malfunction was reported with a malf 16 code displayed on the pump, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer intended to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Instructed by technical support, the customer put the pump into storage mode and agreed to return it using a pre-paid label within 10 days.